Event description:
The event occurred on an unspecified date and involved a spinning spiros® closed male luer, red cap where it was reported the device leaked. It was stated the patient self-disconnects her pump at home, she returned to the clinic with her pump and tubing and reported that she experienced leaking at the spiros connection. It was reported she had white powder on her port dressing and skin near her port. The event occurred during infusion of 5fu. There was mild redness noted on the skin and was cleaned as per facility protocol and monitored. There were no visible cracks, holes or tears to the spiros port or connection noted. Event was discovered more than 46 hours. There was patient involvement with chemotherapy exposure, however, no report of human harm.

Manufacturer narrative:
One used. List #20130-01, spinning spiros® connected to one used unknown, bottle w/ extension set, and filter and an elastomeric infusion pump were returned for evaluation. As received 5fu solution residuals were observed inside the spiros, and no additional damage or anomalies were observed. The spiros was tested as per procedure and no internal/external leaks were observed. The spiros meet the torque test residual specification. A good shear tab activation and no damage on the splines were confirmed. The male luer was confirmed to comply with iso design specifications. Complaints of leaks cannot be confirmed during the test, however, based on the dfu statement. - to prevent the possibility of leakage when the spiros is connected to the end of an elastomeric infusion pump, activate the clamp on the pump line and/or connect the spiros to the female port of the elastomeric pump to make a closed fluid circuit. A lot history review could not be conducted because no lot number(s) was/were identified. E1 additional initial reporter phone number: (B)(6).